Event description:
According to the initial report, this valve was explanted due to endocarditis. A new valve was successfully implanted. No additional adverse effects were reported. This valve is not expected to be returned for artivion, inc for analysis.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
The manufacturing records for onxaap-27/29, sn: (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were noted. Change order(s) for leaflet tuning are performed as a part of the standard manufacturing process. An onxaap-27/29, serial number: (B)(6) was implanted on (B)(6) 2022 in a 57 year old male and 723 days post-implant it was explanted and replaced with onxaap-25, serial number: (B)(6). Information from the surgeon indicated that the valve had been removed due to endocarditis and that the patient was doing fine. The explanted valve was not returned to the manufacturer for examination. No further information was provided, and no medical records were available for review. A review of the original manufacturing records shows no abnormalities. With the information provided, the source of the endocarditis is unknown. However, because all on x valves undergo validated terminal sterilization prior to distribution, the valve is unlikely to be the source of the infection. The instructions for use (IFU) for the on-x valve states that reoperation, including explantation, may result from a complication, in this case, endocarditis, a known potential event acknowledged in the IFU. Though rare, historically, endocarditis occurs at a rate of (B)(4)/patient-year for mechanical aortic heart valves [iso 5840-2:2021]. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, this valve was explanted due to endocarditis. A new valve was successfully implanted. No additional adverse effects were reported. This valve is not expected to be returned for artivion, inc for analysis.